Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Additional information was received indicating that the customer no longer has the strips.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however the caller no longer has the test strips; replacement was sent.

Event description:
Caller tested 4.2 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.